Manufacturer narrative:
The investigation of the complaint has been completed. According to the problem description, the compressor was shutting off and on (in and out of standby mode). The problem was investigated at the hospital by our field service engineer. The compressor standby valve was replaced, after the unit had pass the functional testing and safety check, the unit was returned back to service. The problem was resolved by replacing the standby valve. Our conclusion regarding this matter is that the returned standby valve is defective, previous investigation have shown that particles in the standby valve, such as brass residuals or a worn out rubber sealing causes these kind of symptoms (cycling in and out of standby mode).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
It was reported that the compressor was shutting off. There was no patient involvement. (B)(4).